Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's back light had diminished and customer was not able to read the display. Customer's blood glucose level was unknown. Customer reported that the rewind was louder and insulin pump had reject new batteries. The insulin pump will not be returned for analysis.